Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm, prime anomaly, motor anomaly or rewind anomaly was noted. The motor passed the motor test. The insulin pump was received with cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported her insulin pump's motor stopped during a rewind. She stated she had to force the insulin pump to finish rewind by applying pressure. The customer stated during the priming sequence, she received a no delivery alarm. The customer's blood glucose was unknown. Customer also stated they were stuck in a rewind complete/bolus delivery loop. Troubleshooting helped the customer exit the rewind complete/bolus delivery loop. The customer was advised to replace their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).